Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after implantation of their device the patient was having angina, feeling palpitations, chest pain, stress and was unable to go to the physician¿s office. It was nineteen days later that the patient was seen in the clinic and the clinician indicated that the patient¿s device was never turned on. The clinician then turned on the device. The patient noted that they are incredibly depressed, in a lot of pain, and is seeing a psychiatrist. Follow-up was attempted with the clinic for more specific information but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.